Event description:
Had breast reconstruction surgery in (B)(6) 2012, after a mastectomy due to breast cancer in 2011 and chemo. In (B)(6) 2012, I had to go back in for surgery because the right breast was low. I then started to notice the breast looked disfigured and got worse over time. I had another reconstruction on (B)(6) 2013, and was told the implant had completely disintegrated. My breast is still disfigured. My plastic surgeon said he had never seen this happened before and it looked like a "bomb" went off in my breast. He said that this must have happened after the first reconstruction, which was (B)(6) 2012.